Event description:
It was reported that an insulin gauge displayed a different amount than expected. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the cartridge despite the discrepancy and was advised by technical support to call back for troubleshooting if the issue recurred.